Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead indicated low sensing measurement of less than 3mv, loss of capture and high pacing impedance measurement. A lead fracture was also observed in the outer lumen during the opening of the device pocket; other parts of the lead had no visible failure. The pace/sense portion of the lead was partially abandoned while the defibrillation portion remains in service. A competitor lead was implanted and connected to the pace/sense connector of the pg. The new lead¿s parameter measurements were within normal range. No adverse patient effects were reported.